Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. The dso seal, uso seal, rear piezo, and power switch were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a case that was broken open. There was no patient involvement. The device analysis found a peeled downstream occlusion seal.